Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced swelling and discharge at the ipg site. Patient was prescribed oral antibiotics. As a result, surgical intervention may be undertaken to address the issue.